Event description:
It was reported a healthcare professional (hcp) had difficulty trying to connect the lead into the extension. It was noted the insertion of the lead was difficult. It was further noted that the extension was not used and a different extension was used. The reporter stated the hcp tried another extension and the insertion was less difficult, but when impedances were measured, the ¿pole number 7¿ was out of range. It was noted the patient was receiving effective therapy. Additional information received reported that when the hcp tried to connect the lead to the extension, they had difficulty. It was noted that there was resistance while the lead was inserted into the extension. It was further noted the hcp changed the extension and noted a little difficulty in the connection. The reporter stated that impedance measurements revealed that contact 7 was out of range. It was noted that no other troubleshooting was performed.

Manufacturer narrative:
Product ID: 37081-20, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4).